Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit had a rapid gas loss, autofill failure. There was no patient involvement.

Manufacturer narrative:
Event site state and postal code: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a leak test, and the pass both steps and test autofill calibrate fails not out of range adjust volume cylinders so volume is within limits autofill calibrate to within limits function test passed test balloon the machine can be used normally.